Manufacturer narrative:
In this incident, a proultra tip #5 separated in a patient's tooth. Though the separated tip was retrieved and there was no report of pt injury, there have been previous reports of this malfunction that necessitated medical/surgical intervention to preclude permanent impairment of a body structure or function.

Event description:
A proultra endo tip separated in a patient's tooth. The separated piece was retrieved without sequela.